Event description:
It was reported that the iodine sponge came loose from the minicap. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: thirty (30) actual samples were received for evaluation. All of the returned samples had been opened and were stapled closed. A visual inspection with the naked eye noted the sponge (foam) was misassembled (outside the cap) on five (5) of the minicaps and the sponge (foam) was correctly inserted and below the rim on the other twenty-five (25) minicaps. The reported condition was verified on five (5) of the samples only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.